Event description:
It was reported via repair work order that the load wheel horns are broken and the cot would not load in the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.